Event description:
It was reported that the rota burr was stuck with the rotawire. A 1.25mm rotapro and rotawire were selected for use. During the procedure, the rota burr got stuck with the rotawire. The procedure was completed using another of the same device. There were no patient complications.